Event description:
This device is mounted to a mobile 4 wheel cart with a metal box housing electrical components attached. An electrical power cord is fed between the metal box housing and a metal cover, sandwiching the cord between. The power cord is not supported by a proper strain relief, it is sandwiched between the cover and metal housing which has potential to short the wires causing an electrical shock to the user the patient or a fire hazard or both. Manufacturer has been notified three times, no response. (B)(6). No physical address it appears.